Manufacturer narrative:
Final analysis found that the proximal and distal coils were squeezed, damaging the distal insulation at 12.5 cm from the connector pin. The damaged distal insulation could cause a short circuit between the proximal and distal coils resulting in low impedance and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that via a (B)(6) transmission, the right ventricular lead exhibited loss of bipolar capture and sensing, impedance less than 100 ohms and noise. The noise was not reproducible in clinic. On (B)(6) 2011 x-ray revealed that the lead was kinked near the clavicle. Lead was removed and replaced.